Manufacturer narrative:
Combination product: yes the returned products were subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material and the cathlab report were reviewed. The technical investigation of the returned devices showed that for both devices, the balloons are still well folded and show no signs of inflation. The stents show no damage or irregularity. The crimped diameter of the stents comply with the specification. The angiographic material shows one pre-dilation in the om1, followed by the insertion of a second guide wire. Thereafter, the attempt to cross the lesion with one of the two affected devices is shown. No further treatment was recorded. Review of the production documentation confirmed that the devices were manufactured according to specifications and passed all inprocess and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the reported event is related to the patients anatomy.

Manufacturer narrative:
Combination product: yes.

Event description:
A 2.75/15 orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the moderately tortuous major om. Despite pre-dilatation, the lesion could not be crossed with the device due to lcx anatomy. Another 2.75/26 orsiro mission was used, but the lesion could also not be crossed due to lcx anatomy (reported separately).